Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer has had high and low blood glucose levels. The customer's blood glucose level was as high as 360mg/dl, and as low as 44mg/dl. Troubleshoot was conducted and the customer was advised that tubing clamp would be sent out in order to conduct high pressure testing. Air bubbles were noted by the site connecter. The customer states the tubing may be pinched. The customer was assisted with priming the air bubbles. The customer was advised the sets would be replaced and returned for analysis.